Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. Updated data: patient weight added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: nappi f et al. Delayed prosthesis malposition after transcatheter aortic valve implantation causing coronaries obstruction. Eur j cardiothorac surg. 2017 dec 1;52(6):1227-1228. Doi: 10.1093/ejcts/ezx266. Advance access publication 2017 jul 25. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding (B)(6)-year-old female patient with acute pulmonary edema and severe aortic stenosis who underwent transcatheter aortic valve replacement with the implant of a 26 mm medtronic corevalve bioprosthetic valve (serial number not provided). A post implant angiogram showed ¿adequate position and function of the valve.¿ however, at nine months post implant, the patient developed acute coronary syndrome and an angiogram exhibited an ostial stenosis of both the left main stem and the right coronary ostia, which were filled by a mild paravalvular leakage of the valve. A gated computed tomography scan revealed valve malposition (attributed to delayed valve migration) with the cusps situated 14 mm above the ostium of the right coronary and an accumulation of fibrous and calcific material on one of the cusps causing a tight stenosis of the left ostium. It was reported that the valve was ¿well deployed and functioning.¿ subsequently, the patient underwent emergency coronary artery bypass graft surgery. The patient recovered without incident and was discharged six days later. No additional adverse patient effects or product performance issues were reported.